Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited wide qrs complex oversensing which caused inappropriate automatic mode switch. No intervention was performed. Patient had no consequences.